Event description:
The customer reported that the device activated even though the activation button was not pressed. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete a follow-up report will be submitted.